Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at 50 "mcg" via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient experienced a cerebrospinal fluid (csf) leak in the posterior incision approximately around (B)(6) 2017. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. A catheter dye study was performed on (B)(6) 2017 and there was an inability to aspirate through the catheter. A catheter replacement occurred on (B)(6) 2017, however the csf leak continued after this replacement. The pump and new catheter were subsequently removed on (B)(6) 2017. It was noted that there had been no issue with the pump, however the patient and family opted to have the entire system explanted. The patient's status was noted to be "alive - no injury" and the event was unresolved at the time of the report. No further issues were reported or anticipated.